Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of loss of capture is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture, which caused pacing inhibition in the right ventricular ( rv) lead channel the day after implant. The physician reported to have programmed the device to a different vector. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture, which caused pacing inhibition in the right ventricular ( rv) lead channel the day after implant. The physician reported to have programmed the device to a different vector. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of loss of capture is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued.